Event description:
It was reported that a cartridge alarm 1 occurred. Customer was able to clear the alarm 1; however, a minimum fill notification occurred. There was no adverse impact on customer's blood glucose level. The customer reverted to alternate therapy for diabetes management.